Manufacturer narrative:
Block e1: (B)(6) block h2: additional information: block b5 block h6: device code 2907 captures the reported event of coil was detached/separated. Block h10: visual inspection found the coil was exposed. The coil had noticeable damage and the tip of the device was missing. The exposed edge where the tip had been detached had stretching of the coating. Removal of this coating revealed that the metal was scorched and melted, confirming laser damage to the device. Multiple kinks were found on the working channel. The coil was able to be re-sheathed without issue. Based on all available information, it is most likely that the user fired upon the coil with a laser, causing the tip to detach. Additionally, the directions for use (dfu) states "do not directly fire upon the device with a laser." Therefore, the most probable root cause is unintended use error caused or contributed to event, indicating that the interaction between the user and device, or sample, caused or contributed to the error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed, and there is no evidence that the device was used not in accordance with the labeling. Block h11: corrections: h6 (method codes, conclusion code), h10 (additional MFR narrative)

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the upper ureter during a ureteral holmium laser lithotripsy procedure performed on (B)(6), 2019. According to the complainant, during laser lithotripsy, the coil broke and detached into the pelvis. A flexible ureteroscope was used to remove the coil from the pelvis. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable. ***additional information received on (B)(6), 2020*** the procedure was completed with another stone cone nitinol retrieval coil.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the upper ureter during a ureteral holmium laser lithotripsy procedure performed on (B)(6), 2019. According to the complainant, during laser lithotripsy, the coil broke and detached into the pelvis. A flexible ureteroscope was used to remove the coil from the pelvis. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable. ***additional information received on (B)(6) 2020*** the procedure was completed with another stone cone nitinol retrieval coil.

Manufacturer narrative:
Block e1: (B)(6). Block h2: additional information: block b5 block h6: device code 2907 captures the reported event of coil was detached/separated. Block h10: visual inspection found the coil was exposed. The coil had noticeable damage and the tip of the device was missing. Multiple kinks were found on the working channel. The coil was able to be re-sheathed without issue. Based on all available information, it is most likely that the laser was fired on the device during laser lithotripsy, resulting in the found damage. A labeling review was performed, and there is no evidence that the device was used not in accordance with the labeling. However, the directions for use (dfu) states "warning: to minimize risk of device breakage or patient injury, do not fire laser directly on any part of the stone cone coil." Therefore, the most probable root cause is failure to follow instructions.

Manufacturer narrative:
Initial reporter: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the upper ureter during a ureteral holmium laser lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during laser lithotripsy, the coil broke and detached into the pelvis. A flexible ureteroscope was used to remove the coil from the pelvis. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable.